Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient was feeling weakness and it was noticed that the right ventricular (rv) lead had high thresholds and possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.